Event description:
A customer reported that their pump screen was dark and would not turn on. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection and did not require any third-party assistance. Technical support advised the customer to attempt a series of troubleshooting steps, which did not resolve the issue. The customer planned to contact an in-person representative for further assistance, with no additional troubleshooting performed at the time.